Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. It was reported that a trident shell and liner were implanted with a competitor¿s head. It was then reported this mixed component system dislocated. The reported liner is packaged with instructions for use (qin 4350, rev c) that states, ¿warnings: do not substitute another manufacturer¿s device for any of the howmedica osteonics trident system components because design, material, or tolerance differences may lead to premature device and/or functional failure. Components of the system have been specifically designed to work together. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant.¿ no further investigation is required at this time. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
On (B)(6) 2011 it was noted patient fell in the bathroom and x-ray revealed a posterior dislocation that was treated with closed reduction under sedation in the emergency room. The stem and head are competitor products.

Manufacturer narrative:
This record is a duplicate of 0002249697-2016-03339. Therefore, this record will be cancelled.

Event description:
On august 16, 2011 it was noted patient fell in the bathroom and x-ray revealed a posterior dislocation that was treated with closed reduction under sedation in the emergency room. The stem and head are competitor products.